Event description:
Reportable based on device analysis completed on 29nov2022. It was reported that the microcatheter could not cross the imaging catheter and was kinked. The target lesion was located in the liver. A 180cm renegade hi-flo 16 was selected for use. During the procedure, it was noted that the microcatheter set could not cross the imaging catheter. After several attempts, the device got kinked, therefore, it could not be used. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the device fractured 40.5cm from the hub.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub and shaft were visually inspected when returned. The renegade device showed multiple small bends and kinks. The device showed stretching and a fracture located 40.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The advancing issues could not be confirmed due to the damage on the catheter shaft. The complaint was confirmed for shaft damage.